Event description:
It was reported that pacemaker system was unable to be interrogated using a communicator. Technical services (ts) was consulted and troubleshooting was performed, with the communicator connecting successfully and a red doctor icon was displayed by the communicator. The patient was referred to contact their clinic regarding the red call doctor icon. The red doctor icon was displayed due to high out of range shock impedance measurements for the right ventricular (rv) lead, with the increase been gradual. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
It was reported that pacemaker system was unable to be interrogated using a communicator. Technical services (ts) was consulted and troubleshooting was performed, with the communicator connecting successfully and a red doctor icon was displayed by the communicator. The patient was referred to contact their clinic regarding the red call doctor icon. The red doctor icon was displayed due to high out of range shock impedance measurements for the right ventricular (rv) lead, with the increase been gradual. This device remains in service. No adverse patient effects were reported.